Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to inappropriate shocks and oversensing. Reportedly, there was no pacing inhibition or therapy exhaustion due to these issues. No additional adverse patient effects were reported.